Event description:
The pt reportedly experienced an overly loud stimulation. Testing of the device revealed out of range impedances. The pt has a scheduled appointment with the dr to discuss future action plan.